Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner and a broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 112 mg/dl. The customer stated that he had been caught in a nasty rain storm and everything too wet. Advised replacement of the insulin pump. Nothing further reported.